Event description:
Report received of the device switching from the concurrent mode to the piggyback mode of delivery. Line a was programmed to deliver 250ml of an unspecified concentration of leucovorin at a rate of 140ml/hr. Line b was programmed in the concurrent mode to deliver 250ml of an unspecified concentration of oxaliplatin at a rate of 145ml/hr. At an unspecified time, the nurse noted the display on the device indicated the device was delivering in the piggyback mode instead of the intended concurrent mode. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.